Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of the peritonitis was unknown. The treatment was not reported. It was not reported if the patient was hospitalized for the event. The patient outcome for the event was unknown. The action taken with dianeal therapies was not reported. No additional information is available.